Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. Customer's blood glucose was 572 mg/dl. A manual correction bolus was administered to address elevated bg. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source. The customer continued to use the pump for insulin therapy.